Manufacturer narrative:
Evaluation summary: the processor is repaired and back to pit.

Event description:
Videoprocessor epk-i5500c with frozen touch display (defective control panel). Additionally the usb ports of the motherboard are defective from factory and do not make good contact with usb devices. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model epk-i5500c-us is available in the USA with a 510k number k190805.